Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible, as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with information available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since july of 2001. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of hip pain and polyethylene wear. In 2007.